Event description:
It was reported that this right atrial (ra) lead was capped due to undersensing. There was no obvious reason noted which could explain the root cause for the undersensing. The physician decided to replace the lead. A new ra lead was successfully implanted. No additional adverse patient effects were reported.